Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a broken plunger clamp in the the reported problem area of the pipette assembly. The plunger clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.